Manufacturer narrative:
Date of birth: 1931. Device is a combination product. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage and device leakage occurred. The target lesion was located in the very tortuous and calcified circumflex artery (cx) and 1st obtuse marginal branch (om1). The lesions were double wired. Post pre-dilation a 3.00x20mm promus premier stent was advanced, but failed to cross the distal lesion. When the inflation device was hooked up, it was noticed that the blood was coming back in the inflation device lumen. It was assumed that the balloon or the shaft had been punctured in the distal end. The device was removed and it was noticed that the proximal end of the stent was rough up a little bit, likely due to the calcium in the lesion. Another ion stent was placed to complete the procedure. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the hypotube was kinked at various locations along its length. An examination of the port site found a jagged tear in the inner and outer extrusions. This tear stretched from the port and extended distally for a total length of 2.5cm. An examination of the crimped stent found that the proximal end of the stent was bunched up. The distal edge of the stent was flared. No other damage ws noted along the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage and device leakage occurred. The target lesion was located in the very tortuous and calcified circumflex artery (cx) and 1st obtuse marginal branch (om1). The lesions were double wired. Post pre-dilation a 3.00x20mm promus premier stent was advanced, but failed to cross the distal lesion. When the inflation device was hooked up, it was noticed that the blood was coming back in the inflation device lumen. It was assumed that the balloon or the shaft had been punctured in the distal end. The device was removed and it was noticed that the proximal end of the stent was rough up a little bit, likely due to the calcium in the lesion. Another ion stent was placed to complete the procedure. No patient complications were reported and the patient's status was fine.